Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male pt during cardiac surgery, the device failed to discharge via internal handles. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Please reference medwatch report 1220908-2010-03497 for the second device involved in this pt event.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.